Event description:
It was reported that the battery in a 980 ventilator failed. Patient involvement is unknown. The service engineer (se) inspected the device and replaced the battery. The se performed calibrations and extended self-testing on the device and all tests passed

Event description:
It was reported that there was no patient involvement at the time of the event.